Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there the white twist clamp/sleeve of a minicap transfer set was broken; there was a separation of components. This was identified before use of the device for peritoneal dialysis therapy. The transfer set had been in use for six months and there was visible damage on the threads. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the customer returned a sample with product code 5c4482, lot unknown for evaluation. A visual inspection with the naked eye noted a broken occluder legs beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.